Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell 5 of 5 of peritoneal dialysis therapy. It was stated that an empty blue supply bag disconnected without falling. The technical service representative assisted the hp in ending therapy. The hp stated they would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned for analysis; therefore, no evaluation could be performed. However, a supply bag had disconnected without falling, which is known to cause this alarm. The cause of the disconnection could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.